Event description:
Pt was implanted with matrix construct from l4 to s1 on (B)(6) 2012. Pt returned to surgeon on unk date experiencing back symptoms that had resolved in the early post op period. Pt experienced back symptoms again on an unk date, x-rays showed a polyaxial head at s1, right side was not seated correctly. Pt was returned to operating room on an unk date with surgeon discovering all screws were loose. Surgeon removed the screws, locking caps, heads and rods. Surgeon also found a previous tlif at l5 - s1 had migrated. Surgeon pushed the tlif back, and added a new interbody at l4 - l5, and added a transconnector at l4 - l5. No hardware of the tlif was removed. This is 14 of 21 reports.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Lot number identified; review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was conducted. The polyaxial head was received with nicks, scratches and discoloration on the outer diameter and internal area. There is contamination in internal buttress threads. The collet has indications of wear in rod slot. All described nonconformities are post manufacturing. On the collet, the raw material cannot be measured in the assembled condition however it was verified in the device history review as correct. The internal spherical internal diameter cannot be measured in manufactured split condition. (B)(4): placeholder.

Manufacturer narrative:
Product classification code provided. Subsequent product codes: mnh, mni, kwq, kwp. Part received at manufacturer (B)(4) 2012.